Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon was found to be leaking.

Event description:
It was reported that the balloon was found to be leaking.

Manufacturer narrative:
The reported event was confirmed but the cause was unknown. The evaluation report of the returned sample, submitted by futurematrix interventional, stated that when a new inflation device was used to inflate the balloon, the balloon did not hold pressure and had an extremely small pinhole approximately mid barrel of balloon. Under 7x-20x magnification no fiber separation was noted. The balloon was dissected and the pinhole was so small it could not be visually seen under the maximum magnification. The report also stated that catheters are 100% leak checked and 100% visually inspected for defects and pinholes per final manufacturing md. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspection prior to use the x-force nephrostomy balloon dilation catheter is a sterile, single patient use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident"